Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing causing pacing inhibition. Further information was requested however was not provided.